Event description:
The customer reported that her insulin pump alarmed during the prime/rewind process. The blood glucose reading was 297mg/dl. Troubleshooting was performed. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.